Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance; measurements were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems, and did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements observed during the implant procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The lead was repositioned, but then the helix could not be extended even after multiple attempts. The lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The lead was repositioned, but then the helix could not be extended even after multiple attempts. The lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.